Manufacturer narrative:
Concomitant medical devices: 250ml hospira bag, ndc (B)(4) , lot 65-095-jt, exp 1 may 2018, gemcitabine; therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that cytarabine 2580 mg was infusing at 166ml/hr on a pump for 2 hours. Leaking was noticed between the smartsite threads and the texium valve. The smartsite was changed twice but still had leakage. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the smartsite threads and the texium valve was confirmed. Visual inspection of the received set observed no obvious physical damages or any issues. Functional testing was performed on the received reported suspect secondary set while mated to a new lab primary set¿s smartsite port due to the reported concomitant primary set not being received. The attached sets were pressure tested while submerged underwater in which it was observed that bubbles started coming out from the connection point of the texium luer and smartsite port components. The probable cause of the leak from the texium valve was a leak path at the base of the texium actuator.